Event description:
Pt vomiting, not feeling well, low blood pressure. The pt complained of shortness of breath and chest pain. Air was then noted in the venous line. Approx 5 mins after the onset of symptoms, the machine alarmed with air in blood. The pt was transferred to the ER where no evidence of air embolism was found and the pt was released.